Event description:
Boston scientific crm rec'd info that this right atrial (ra) lead was explanted due to dislodgement. A new ra lead was successfully implanted. No adverse pt effects have been reported.